Event description:
It was reported by the patient that their device was not correcting their heart rate. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.